Event description:
The handpiece became hot and burned the patient lip. The burns were the size of the back cap. Ointment was applied to the burn.

Manufacturer narrative:
Light residue, back up cap stuck due to dented head putting pressure on the bearings causing the head to heat up. Maintenance information was reviewed with the doctor and maintenance sheets were sent.